Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "pacer fault 116," and "pacer disabled" messages. Complainant indicated,that there was no patient involvement in the reported malfunction.